Event description:
The event involved a chemoclave vented bag spike with list number ch-14 and lot 14836422. It was stated in the report that leakaged from air vent. Event was noted during infusion. Paclitaxel was involved in the event. There was no bleedback reported. The product is not a biohazard and the device was not reprocessed/resterilized. There was patient involvement but no patient harm. There was no delay in critical therapy.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device is available for evaluation; however, has not been received.